Event description:
It was reported by the affiliate that the (1) msm20 was used during an unk procedure. It was reported that the clips would not feed. The case was completed with another instrument and there was no consequence to the pt.